Event description:
It was reported that during the left posterior communicating artery aneurysm procedure the subject flow diverting stent was implanted successfully. Post-procedure. Diffused intimal hyperplasia was noticed causing extensive intrastent stenosis >50-70% . According to site this has causal relationship to the procedure and subject flow diverting stent. Patient was given brilinta 90 mg twice a day. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the flow diverter was fully opposed to the vessel wall when it was deployed. A balloon was not used to fully open the flow diverter during procedure. The flow diverter was recaptured/re sheathed back during the procedure one time. There was no vessel injury/resistance encountered during the procedure. The patient was not put on any medication post-procedure, just brilique kardegic. Brilinta 90 mg twice a day oral was given. There was no medical intervention done to cater for the stenosis the size of the flow diverter was appropriate for treatment site. There were no changes observed in the size or shape of the aneurysm during follow-up. No ischemic changes post implant. The preoperative type, shape, and size of the intracranial aneurysm was left saccular sidewall residual aneurysm (class3), coils present h:4mm x w:5mmx depth:4mmx neck:4mm. Dome to neck ratio: 1.25. The event is still ongoing, starting day was 10/10/2022. The patient condition now is mrs and nihss=0 at 6 month and 12 month. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of 'patient parent vessel stenosis'.

Manufacturer narrative:
The device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the left posterior communicating artery aneurysm procedure the subject flow diverting stent was implanted successfully. Post-procedure. Diffused intimal hyperplasia was noticed causing extensive intrastent stenosis >50-70% . According to site this has causal relationship to the procedure and subject flow diverting stent. Patient was given brilinta 90 mg twice a day. No additional information available.